Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction bolus with the pump was delivered to address the elevated bg level, and there was no need for third-party assistance. There was no reported adverse impact to the customer. The customer reverted to a backup insulin pump for insulin therapy.